Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Error code 354 does not exist, however system error 345 alarms were found through a review of the event history log and were experienced during evaluation. System error 345 codes were found to be caused by a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 354 (unknown) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.